Event description:
Event description guidant received information that the rate/sense portion of this transvenous defibrillation lead was capped, abandoned and replaced with a seperate pacing lead due to oversensing and increased thresholds. The guidant field representative believes the patient may have been symptomatic, suggesting that the oversensing inhibited brady pacing.